Event description:
It was reported that the patient expired. Device interrogation post-mortem revealed a non-sustained vt/vf episode with a decrease in r-wave amplitude resulting in undersensing on the near-field channel. It was also noted that the patient had not been seen for a device check in more than a year. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.